Manufacturer narrative:
Date sent to the FDA: 10/12/2020. Additional information: h6 a manufacturing record evaluation was performed for the finished device pe2368, and no non-conformances were identified. The following information was requested, but unavailable: was there any patient consequence or injury? What is the condition of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence or injury? What is the condition of the patient? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle. The needle was retrieved immediately. Changed another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.